Event description:
It was reported that there was a hole found in the foley catheter just after the placement. There was leak from the catheter but it was unknown whether it was sterile water or urine. No balloon rupture or tear was found in the foley catheter. It was stated that the water leaked from the shaft and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a hole found in the foley catheter just after the placement. There was leak from the catheter but it was unknown whether it was sterile water or urine. No balloon rupture or tear was found in the foley catheter. It was stated that the water leaked from the shaft and no materials possibly came in contact to the catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter balloon was deflated with no issues or cuffing noted. The drainage funnel was flushed, and solution immediately leaked from a 0.046" pinhole found over the drainage lumen measuring 0.4490" from trifurcation. This is out of specification per inspection procedure, which states, "cuts in lumens are not allowed". A potential root cause for this failure could inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.